Event description:
A malfunction alarm was reported with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was informed to continue using it, with instructions to call back if any further issues occurred; the malfunction did not recur after resetting.